Manufacturer narrative:
A partial lead without the rv connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that episodes of non-sustained oversensing was observed due to lead noise. The lead was explanted and replaced without adverse consequences for the patient.